Event description:
It was reported that a decrease in pacing lead impedance, an increase in threshold, and a decrease in sensing were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.